Manufacturer narrative:
The device was not returned.

Event description:
It was reported that a motor was not running.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updates are not required.h10: no product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended, or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. The product is beyond a year from the manufacture date and there was no indication or evidence provided in the complaint of a manufacturing defect, so a device history record DHR review is not required. Service review identified this device has not been in for service in the previous year and there was no indication or evidence provided in the complaint of a service issue., corrected data: d4: correction: model number: 3500, d5: correction: operator of device: unknown, e4: correction: initial reporter sent to FDA: unknown.